Event description:
It was reported that the micro saw device would ¿not rotate." The reporter stated that after receiving the device, the blade was still stuck inside but was able to be removed easily. It was not reported that the event occurred during surgery. It was unknown if there was any patient involvement or delay to a scheduled surgical procedure. It was unknown if a spare device was available for use. There were no injuries; no medical intervention or prolonged hospitalization reported. The date of the event was unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all visual and functional assessments. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.